Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt connected to the power module it continued to read "heartmate display v2.02, --not connected--", as if he was not connected, and no alarms sounded. The pt stated that he then started getting anxious trying to switch over to battery power and felt lightheaded. After switching to battery power, the pt was no longer lightheaded. The pt went to the hospital and the vad coordinator reported that the same results occurred when she connected him in the same manner with his equipment and the hospital's pt cables. When the pt's display module was connected to the hospital's power module the pump parameters were displayed. When the hospital's system monitor was connected to the pt's power module, the screen read "not receiving data". The pt was admitted into the hospital and placed on the hospital's equipment, and no events occurred overnight and the pt was not lightheaded. The hospital staff did some troubleshooting and the issue seemed to be resolved when the pt's power module was replaced. Pt remains ongoing.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.